Manufacturer narrative:
Further information such as device implant date was requested but not provided.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise. The noise could not be reproduced. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.